Event description:
Additional information was received indicating the patient was seen in clinic. Acceptable lead measurements were obtained via lead testing. A stored episode did reveal some noise on the rate/sense channel. Isometrics was performed with no anomalies noted. The pocket was manipulated and loss of capture was observed, however, the device continued to pace. The device was reprogrammed to maximum outputs and capture was obtained. It was reported the patient was pacer dependent and approximately ten seconds of asystole was observed and the patient experienced some dizziness. An invasive procedure was performed to assess the rate/sense connection. When the pocket it was opened, it was found that the rate/sense terminal pin was not fully inserted into the device header. The terminal pin was advanced further into the device header which resolved the clinical observation. No additional adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a high out of range pacing impedance measurement. No adverse patient effects were reported.